Manufacturer narrative:
Complaint number: (B)(4). Received 7 pc 450239/g1501908 for evaluation. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in process control that would affect function. Documents for the batch final checking, which includes functional testing, indicate no abnormalities. Actual sample was discarded by the customer. No further details were received from the customer. The complaint cannot be determined. Due to continuous product improvement, the newly designed safety shield can be turned 360 degree, thus enabling the user to select the preferred position. Please handle our products according to their instruction for use. If the user chooses to rotate the shield for better positioning, please ensure that the shield remains fully seated on the holder. Do not use if product has sustained any transport damages. Please refer IFU. We appreciate it being brought to our attention we continuously strive to improve greiner products and services.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015 during activation of the device. The event was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment or damage.